Event description:
There was a leak of liquid at the flow regulator site, this is, in the body element (the part of the product connected to the tubes that sets the flowrate to be delivered to the pt).

Manufacturer narrative:
"Not returned to MFR" has been deleted since an evaluation has been performed on other samples. The customer indicates that some units, not specified the quantity, have shown leakages at the site of the regulator. The customer has not sent any faulty unit related to this complaint and for this reason we can't perform an exhaustive evaluation of the defect detected. In all the complaints reported, it is necessary for us to have the faulty unit in order to do a more accurate eval of the possible causes of the detected defect. The batch record of the affected lot number has been reviewed and no incidence similar than the reported one was detected in the controls done during the manufacturing process nor in the control done before the release of this product. Units of the same lot number than the affected one kept at leventon as a representation have been analysed being submitted to a visual inspection and to a functional leak test. Two units of the evaluated ones have shown leakages due to a faulty welding process. The incidence detected by the customer is considered as a punctual defect caused by a bad positioning of the regulator in the welding machine, therefore, the compound has not well welded.